Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a device was explanted in regards to a battery replacement. It is reported that replacement occurred within the product's lifecycle. Hcp noted "warranty". The patient's status was undetermined at the time of the report. Reference MFR report #3004209178-2010-05572.